Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and it was identified that customer adds or removes insulin outside the load sequence. Tandem technical support informed customer that adding or removing insulin outside the load sequence is off label per the tandem user guide. Customer's blood glucose was 336 mg/dl.

Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka) no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.